Manufacturer narrative:
Other text: d10 and h6 updated. One device was returned for investigation in good physical condition with the tamper seal missing. Review of the event history log found the customer reported issue of lec 1310 in the error log. The device was functionally tested where the customer complaint was again confirmed. Root cause was attributed to user error while using the device. The erorr code was cleared to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited last error code. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.